Event description:
A screw and head piece flew off in the mouth while brushing [device breakage]. No adverse event. Case description: a (B)(6) year old consumer reported that while using an oral-b rechargeable toothbrush, version unknown, a screw came loose from an oral-b flexisoft brushhead and the head piece flew off in the mouth while brushing. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Reporter stated the brushhead was discarded.